Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 120x30. The customer states the trellis device was advanced over the wire and placed in the iliac vein. The doctor attempted to inflate the balloon. They were not able to visualize on the fluoro. Trellis catheter was then removed. The distal balloon had blood inside and it was ruptured. Another trellis was opened and the case proceeded without complication. The patient was not harmed in anyway with the original device.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.